Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. Evaluation confirmed reported symptom of "(B)(4) has a constant door not fully latched message" caused by loose hardware that secures the mech assembly into the front case causing separation between front case and mech assembly. Mech assembly screws were adjusted during evaluation resolving the reported symptom. The mechanism assembly screws were adjusted to specification.

Event description:
It was reported that a device experienced a constant "door not fully latched" message. There was no patient injury reported.